Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unk denali filter tilted and perforated through the ivc into the wall of the duodenum. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age and weight were not reported.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. For the reported malfunction, the device was not returned for evaluation; however, medical records were provided and reviewed. The investigation is inconclusive for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the event indicated that model dl900j vena filter tilted and perforated. This report was received from one source. The event involved a patient with no known impact to the patient. The patient was reported as a female whose age and weight were provided.